Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available, it will be provided in future reports. (B)(4).

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: upon reinspection of abdomen physician found thermal injury to two areas of sigmoid probable root cause: material/design error. User misuse or overuse. Manufacturing/assembly error. Manufacture date is not known. (B)(4).

Event description:
It was reported that the patient was burned.